Manufacturer narrative:
The result of our investigation is partly consistent with the customer's description of failure: the customer reports a purple image. During inspection, olympus detects varying-colored images (purple/green). By disassembling the device and testing the components individually, olympus can trace the image error back to the charged coupled device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: unacceptable tension around the charged coupled device assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." Unacceptable tension around the charged coupled device assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the charged coupled device assembly due to using a suboptimal adhesive device¿. Slack movement: olympus cannot confirm this issue. Damaged light-guide fiber composite: the cause is very likely improper handling by the user (impact, drop, fall). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope was sent in for repair due to a purple image. The reported issue was found during preparation for use. There was no patient injury or adverse event reported to olympus.